Manufacturer narrative:
The reported event of dislodgment, inadequate capture, device sensing problem, and lead slack was not confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood/tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies.

Event description:
It was reported that the generator had migrated within the pocket, retracting slack on the right ventricular (rv) lead, which caused lead dislodgement, confirmed on x-ray by the physician. The rv lead exhibited low sensing and a high capture threshold. The rv lead was explanted, while the device was retained at the same pocket. The patient was stable before, during, and after the procedure.